Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope's optics lens was cracked. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found clogging the nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: due to the clogging of the nozzle, water removal ability and water supply volume did not meet standard value, the grip had a scratch, the switch box had a scratch, the "right/left" knob had a scratch, the "up/down" knob had a scratch, the plug unit had a scratch, the scope cover case unit had a dent, due to a burn on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value, due to a crack on the objective lens, the image had a partially dark area, the light guide lens had a crack, the connecting tube had a cut, and the universal cord's coating was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.